Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie pocket was failed. The customer stated that the user was unable to pull medication to a patient, which resulted a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog #, unique identifier (UDI), medical device serial # a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier had issues and keep logging out intermittently. Upon arrival of a field service engineer the bio-ID worked properly and no issues were found. Although fse reseated the universal serial bus cables. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a cubie pocket was failed. The customer stated that the user was unable to pull medication to a patient, which resulted a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.